Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a leak and the device smells like insulin. The customer states the reservoir compartment smells like insulin. The customer's blood glucose level at the time of incident was 335mg/dl. The customer was advised to return reservoirs and transfer guard for analysis, but the customer had already discarded of supplies. The customer is returning the unopened ones and being sent out new reservoirs.